Event description:
The report stated that when the orthopedic procedure started, the nurse set the generator at 45/45. Shortly into the procedure, the surgeon noticed a smell and found that the pencil was charring some internal tissue. The nurse looked and the unit had jumped to 90/45 without being touched. The nurse was able to move settings down to 20/20 but they decided to use another generator and surgery continued without incident. A second incident reported on same generator can be found in MFR report # 1717344-2008-00384.

Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.